Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on all channels. The morphology of this noise is consistent with electromagnetic interference (emi). The noise was sensed by the device, and resulted in brief periods of pacing inhibition. No symptoms have been reported. Technical services (ts) discussed talking with the patient regarding possible external sources for the noise.